Event description:
It was reported the broken plate was removed from a patient by (B)(6)hospital. The plate was originally installed by a surgeon in a hospital in (B)(6). The date of the original surgery is unknown as is the name of the hospital and surgeon.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual examination of the returned plate indicated that it has fractured into two pieces. The returned screws indicated minor damage, suggesting attempted use. A clinical analysis indicated that the revision of a femoral locking plate which was implanted in spain. The original implant date, names of the hospital and surgeon are unknown. It has been communicated that no further details are available for this complaint. Therefore, based on the lack of information, a thorough clinical assessment cannot be performed at this time. A dimensional analysis of the plate indicated that measurement was attempted in multiple fashions to get dimensional analysis at the affected area; however, no conclusive measurement could be obtained due to the draw and bend of the affected area. The rest of the shaft did measure in specification. A dimensional analysis of the screws could not verify failure mode as the returned devices function as intended per inspection methods. All relevant dimensions are within drawing tolerances. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.